Event description:
A patient underwent a port placement procedure using the powerport clearvue isp. It was reported that following central venous (cv), the connection between the catheter and the port body detached the next day on (B)(6) 2025. Further review indicated that during placement, the catheter was advanced onto the stem to a position shorter than intended. As a result, even after locking the connection, it may have not been sufficiently secure, leading to the catheter becoming disconnected from the port body. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port, one catheter and one cath lock was returned for evaluation. Gross visual, microscopic, tactile, functional and dimensional evaluations were performed. An attempt to load the received catheter and cath lock to the powerport implantable port was performed prior to functional testing and was successful. An attempt to move the loaded cath lock away from the port body was performed and the cath lock did not feel loose. An attempt to offload the loaded catheter and cath lock from the powerport implantable port was performed prior to dimensional observations and was successful without issue. Therefore, the investigation is inconclusive for the reported detachment of device or device component and disconnection issue as the sample evaluation results indicating no issue under laboratory conditions may not be representative of the condition of the device during use. Based on the measurements recorded during sample evaluation of the port stem, catheter segment and cath lock and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport clearvue isp. It was reported that following central venous (cv) placement, the connection between the catheter and the port body detached the next day on (B)(6) 2025. Further review indicated that during placement, the catheter was advanced onto the stem to a position shorter than intended. As a result, even after locking the connection, it may have not been sufficiently secure, leading to the catheter becoming disconnected from the port body. There was no reported patient injury.

Event description:
A patient underwent a port placement procedure using the powerport clearvue isp. It was reported that following central venous (cv) placement, the connection between the catheter and the port body detached the next day on (B)(6) 2025. Further review indicated that during placement, the catheter was advanced onto the stem to a position shorter than intended. As a result, even after locking the connection, it may have not been sufficiently secure, leading to the catheter becoming disconnected from the port body. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port, one catheter and one cath-lock was returned for evaluation. Gross visual, microscopic, tactile, functional and dimensional evaluations were performed. An attempt to load the received catheter and cath-lock to the powerport implantable port was performed prior to functional testing and was successful. An attempt to move the loaded cath-lock away from the port body was performed and the cath-lock did not feel loose. Therefore, the investigation is inconclusive for the reported detachment of device or device component issue as as the sample evaluation results indicating no issue under laboratory conditions may not be representative of the condition of the device during use. Based on the measurements recorded during sample evaluation and applicable drawings, the inner diameter of cath-lock was noted to be within the specification. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.